Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a routine follow-up. During examination of the right atrial (ra) lead, it was noted that the lead does not capture. Previous lead check which was done in may 2019 and remote transmissions which were viewed from when the patient presented to the emergency room in early 2021 due to unrelated reasons revealed that the atrial lead was not capturing properly. The clinician suggested that the loss of capture happed within 2 months of the previous check. Programming changes were made to the ra lead and the patient will be monitored going forward. The patient was in stable condition.